Event description:
The patient had a double lumen hickman line placed in the right chest wall approximately 2 months ago. It had last been flushed the morning of the event when the patient had showered. A few hours later the rn went in to reconnect the patient to IV fluid. The rn flushed the red port with 10cc normal saline (ns) with no problem, then went to flush the white port with 10cc ns. As soon as pressure was applied to plunger a small rupture above the bifurcation in the catheter burst. Immediately the rn placed a yellow clamp over site of the rupture. The catheter was then removed and replaced.======================manufacturer response for hickman, hickman (per site reporter).======================awaiting report.device #1is this a laboratory device or laboratory test?no.